Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-05767. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter was stuck on the guide wire. The 70%-80% stenosed target lesion was located in the moderately tortuous and calcified distal superficial femoral artery. A 5.0mmx100mmx135cm sterling balloon catheter was used and advanced to treat the target lesion. As the physician advanced the balloon over a v-18 guidewire, the balloon became stuck on the wire. The entire system was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received with no original packaging or other devices. The inner shaft was kinked 20mm from the distal end of the proximal markerband. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set at both ends, which is within specification. Functional testing was performed by loading a .018" guidewire into the tip and advancing through the wire lumen encountering resistance. The guidewire would not advance past the location of the inner shaft damage. The wire was not stuck in the lumen of the catheter, as reported, but the damaged inner shaft is consistent with the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter was stuck on the guide wire. The 70%-80% stenosed target lesion was located in the moderately tortuous and calcified distal superficial femoral artery. A 5.0mmx100mmx135cm sterling balloon catheter was used and advanced to treat the target lesion. As the physician advanced the balloon over a v-18 guidewire, the balloon became stuck on the wire. The entire system was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.